Event description:
It was reported that the ilet displayed a high glucose alert after a supply change, and troubleshooting identified that the infusion set connector was not tightly attached to the pump, which could have contributed to elevated blood glucose. The user planned to monitor, perform a confirmatory fingerstick, and check ketones as appropriate. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included self-monitoring and temporary interruption for troubleshooting without healthcare utilization. Investigation included user-guided troubleshooting and education regarding infusion set deployment and connector attachment. Investigation of this case revealed that the infusion set was deployed incorrectly or the connector was not attached correctly, resulting in inadequate insulin delivery and a high glucose reading on the ilet. It was concluded, based on previously established findings for similar reports, that user setup error related to infusion set connection was the most likely cause.